Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: reduction mammaplasty. According to the reporter: the pt experienced wound dehiscence, which included fibrinous drainage but no palpable fluid collections, and no crepitus. Pt was dressed with silvadene dressings. Surgery date: (B) (6) 2010 no re-operation or re-suturing was required and suture is possibly related.